Manufacturer narrative:
One 72202618 twinfix ultra titanium 5.5mm anchor with needles product used for treatment, was returned for evaluation. Twinfix inserter, anchor and sutures with four curved needles were returned. The inserter showed no damage. The curved needles showed no damage but sutures were tainted. The anchor was still attached to sutures. Proximal threads head of the anchor were damaged. It was aligned with contact of another device or instrument. Communication relayed bone density as being ¿a bit hard¿. Per IFU: ¿ in hard bone, it may be necessary to create a pilot hole¿ . Recommended prep instrument for the 5.5mm anchor used on normal bone condition is a 3.8mm tapered awl and a 4.5mm spade tip drill. It was reported that two failures occurred prior to this device attempt. Rep recommended use of an awl. There was no record of a pilot hole or spade drill use. Per IFU: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. Breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. No root cause associated with the manufacture of this device was established. Occurrences are monitored by surveillance. No additional actions required at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an instability surgery, the surgeon had a hard time setting the anchor, the anchor was broken when it was being inserted into the bone. The physician stated that the bone was a bit hard, therefore, the device broke off. A delay greater than 30 minutes were reported due to device malfunction. The surgeon changed from arthroscopic to open in order to remove the anchor from the patient¿s anatomy. Surgery was completed using a back-up device. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.